Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv lead exhibited loss of capture and atrial sensing. An x-ray was performed and the rv lead was found to be dislodged. During the procedure, it was noted that the rv lead tip was bent. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, bent lead tip, loss of capture, and far-p oversensing. As received, a complete lead was returned in one piece for analysis. The reported event of a bent lead tip was confirmed. Visual inspection found the lead body bent at the distal region of the lead. X-ray examination found a slight kink of the inner coil at this region. The cause of bent lead tip is consistent with procedural damage. The reported events of loss of capture and far-p oversensing were not confirmed. Electrical testing, visual and x-ray inspections did not find any anomalies except for procedural damages. The helix was found to be retracted and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix was within specification.